Event description:
It was reported an extravasation on the insertion point of the PICC. The device was removed and its functionality was tested and they found hole at 2 cm from connector.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexf1920 showed no other similar product complaint(s) from this lot number.